Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction surgery with implantation of a 650cc mentor memorygel breast implant prosthesis. Post-operatively, the patient stated her left breast implant was ruptured. Consultation with a medical professional alongside magnetic resonance imaging was performed regarding the issue. As a result, the patient underwent bilateral removal and replacement with a 750cc (left) and a 700cc (right) mentor memorygel breast implants on (B)(6) 2022.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).